Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated before advancing a 16x2.50mm taxus liberte stent delivery system (sds) but the sds could not cross the lesion. The procedure was completed with a different device. No patient complications occurred and the patient's current condition is listed as "stable". However, the returned product analysis of the 16x2.50 taxus stent revealed stent damage.

Manufacturer narrative:
(B)(4)- visual and microscopic examination of the returned stent delivery system revealed mid stent damage. The struts on rows 7 to 8 from the distal edge were misaligned. Further examination of the balloon and tip section found no damage that would have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. Solidified blood was present within the entire length of the inflation lumen, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)